Event description:
It was reported that the device was found to be in backup vvi mode via remote transmission. Device code download was successfully performed and the issue was resolved. Patient will continue to be monitored.